Event description:
Concomitant devices reported: unknown cement (part# unknown, lot# unknown, quantity 1); patient specific guide cranium, forehead (part# sd900.108, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: product code: sd800.426, lot number: 86p2897, manufacturing site: mezzovico, release to warehouse date: 19 jan 2021. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Investigation summary: the device was not received. The photos were received under pc attachment received at 20-apr-2020. The design investigation was conducted by product development team based on the available product/images and patient information. Product development design review: per the investigation description above the psi case files and communication were reviewed. The investigation included a review of the documentation and forms along with the surgeon complaint report. The review of the case communication between materialise and surgeon/sales showed that materialise identified scatter artifacts in the defect area. The surgeon was made aware of the potential impact the identified artifacts will have and gave his approval to use the provided data set. The design was completed and verified as per the depuy synthes design instructions and roles. The surgeon approved with his signature on the approval letter the design of the specific device based on the data provided. Therefore the design related root cause cannot be attributed to the complaint condition. Additionally, the manufacturing investigation was also conducted by legal manufacturer: materialise to check any issues with the guides. Materialise design review: the guide was designed according to the specification and information provided by synthes. There were also no issues with the segmentation which was done by materialise. Hence, no issues were found with guides that could have led to complaint condition. Conclusion: the complaint condition can be confirmed for psi sd800.426 peek implant (part #: sd800.426 ; lot # 86p2897). Based on the reports the misfit of the implants might have happened due to the scatter artifact data approved by the user. The product development team had made aware the user about the data as outlined according to the psi engineering guide. The implant was designed based on the data approved by the user. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown psi implant/unknown lot. Part and lot number are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the implant was too short compared to how it had been planned. The surgeon had to use additional cement to properly place the implant. There was a three (3) hour delay. The patient outcome was okay. Concomitant device: unknown cement (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown patient specific implant (psi). This is report 1 of 1 for (B)(4).